Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following sets of results of within 10 minutes on the mobile system: 47 mg/dl, 106 mg/dl, 46 mg/dl, and 37 mg/dl; 60 mg/dl and 159 mg/dl. The customer experienced hypoglycemic symptoms during the first set of results and was capable of self-treatment. No adverse event reported. Requested return of suspect device.